Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus in the outflow graft could not be confirmed through the evaluation of the submitted images; however, review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this investigation, the account reported the cause of the low flow alarms as thrombus in the outflow graft. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined. The submitted controller event log file contained events from 11may2025 through 17may2025. Low flow hazard alarms were captured from 15:09:17 through 18:05:55 on 15may2025. Additionally, a pump stop associated with driveline disconnect, left ventricular assist device (lvad) off, and low flow hazard alarms was captured on 17may2025 at 17:53:17. This pump stop is consistent with the reported pump restart and driveline disconnect. Following the reconnection of the driveline, the pump resumed operation at the fixed speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and hemolysis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had asymptomatic continuous low flow alarms down to 0.2. It was noted that the patient had a normal day at home, had a normal bowel movement, then the low flow alarm started to alarm. An echocardiogram was done that showed nothing out of the ordinary and left ventricle was unloading. Laboratory work showed lactate dehydrogenase of 272, plasma free of 110, and normal complete blood count. The pump was restarted by disconnecting and reconnecting the driveline which helped the flow to come back to 2.6. So, self-test was run, and no alarms came back. However, the flows slowly went back down to 0.4. Then, a system controller exchange was performed, but the flows still went down to 0.4. Computed tomography angiography (cta) was performed that showed near occlusive thrombus in the outflow graft of the left ventricular assist device (lvad). The ejection fraction was 30-35%, ldh and plasma free hemoglobin were elevated. There was no acute event that would contribute, and the patient was therapeutic with the international normalized ratio in the 2-2.5 range. The patient received IV heparin and milrinone. The event log file contained the onset of low flow hazard alarms on 17may2025 at approximately 1509. Prior to these alarms a few clusters of pulsatility index (pi) events and routine power source changeovers were recorded. It was also noted that the calculated pi was on a negative trend and became stagnant. There were also corresponding decrease in motor power upon onset of the low flow. The pump was maintaining speeds between the set speed and low speed limt and appeared to be operating as intended. The pump appeared to be operating with something interfering with blood flow. The patient was taken to the catheterization lab. Vad outflow obstruction due to chronic thrombus formation post thrombectomy with 16 fr peripheral penumbra followed by serial dilation with 8 mm balloon then 14 mm balloon and finally with 18 mm true balloon with excellent result and no residual thrombus or stenosis. The flow returned to normal at the end of the procedure. Cerebral protection was used during the procedure.